Event description:
Customer reported that the cuff on a 6fen tracheostomy tube is holding low pressure while in use on a patient. The tube was replaced without incident and no patient harm was reported.